Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The mother states the pump was damaged at the battery cap. The mother states the customer's levels had been as high as 440mg/dl. The mother states the customer treated with the pump. The mother declined to troubleshoot for the highs. The mother was advised replacement cap would be sent.